Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for a patient. The sample was repeated, and lower results were obtained. The following data was provided: customer¿s normal range: male is 34.2 ng/l; female is 15.6 ng/l. Initial result = 64.80 ng/l. Repeat results = 240.28 ng/l, 19.50 ng/l, 19.24 ng/l, 19.24 ng/l. There was no impact to patient management reported..

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525. The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71272ud00. A review of the device history record did not identify any non-conformances or deviations with lot 71272ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 71272ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent, lot number 71272ud00, was identified.